Event description:
The pt called lifescan and alleged that their meter would not power on. The pt stated that they had not used the meter for one year. They stated that they took the meter to their pharmacist for assistance and they scheduled an appointment with their physician. They reported that they were "coming in low" when they visited the physician. They had symptoms of sweating, discomfort, blurry vision, and confusion. Their physician wrote their a prescription for a different brand of meter. It is not known if these event occurred one year ago when the issue first began or recently. Medical affairs attempted unsuccessfully to reach the pt for more clinical information. A letter is being sent as a second attempt. The battery was correctly installed and less than 1 year old. The battery contacts were in good condition. The pt did not know if they were using the correct brand of test strips at the time. The issue was not resolved with troubleshooting. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A replacement meter has been sent to the pt.